Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to warped housing. The device's housing was replaced to resolve the malfunction. The cause of the warped housing could not be determined, as the associated battery was not returned for evaluation as part of this investigation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device's battery well was damaged and a battery was unable to be inserted. Complainant indicated that there was no patient involvement in the reported malfunction.